Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized at prince charles hospital in merthyr tydfil with hyperglycemia. The patient's blood glucose levels rose to 29.5 mmol/l (531 mg/dl) while wearing the pod for between 5 and 24 hours. The doctor removed the pod from the infusion site (leg) on (B)(6) 2024. Within one hour, the patient went into hypoglycemia and the bg levels dropped as low as 3.6 mmol/l (64.8 mg/dl). The medical team stated this may have been due to the patient's hormones and provided the patient with fluids. The patient's mother stated they ended up changing 6 pods during the hospitalization. The patient was discharged on (B)(6) 2024.